Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is currently underway. The reported problem (unable to complete a baseline recording) has been confirmed. Upon investigation the electrode belt failed a functional fall-off test. The cause for the failure is currently under investigation. A supplemental report will be submitted upon completion of the belt evaluation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to complete a baseline recording.

Manufacturer narrative:
Follow-up report #1: additional information - 09/12/2018 device evaluation of electrode belt sn (B)(4) was completed. The cause for the ECG fall-off failure was isolated to capacitor c714 on the distribution node pca. The capacitor was physically damaged. The root cause for the damaged c714 capacitor could not be positively identified. Device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (unable to complete a baseline recording) has been confirmed. Upon investigation the electrode belt failed a functional fall-off test. The cause for the failure is currently under investigation. A supplemental report will be submitted upon completion of the belt evaluation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to complete a baseline recording.